Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported the patient¿s personal therapy manager (ptm) was wet and damaged. The ptm fell into a bucket of urine in (B)(6) 2018 (either (B)(6)). No out of box failures were reported. No medical or therapy problems associated with a small part were reported. No symptoms were reported. The patient was transferred to repair. No further complications were reported or expected. Additional information was received from a consumer indicated the patient believed repair sent his ptm to the incorrect address and the patient wanted it sent to a different address. It was recommended the patient follow up with (B)(6) to see if the ptm could be delivered to the proper address. It was also reported the patient felt like he was already starting to go through withdrawal and it had been a nightmare trying to get his ptm issue taken care of. No interventions were mentioned. The event date was (B)(6) 2018 (like three days ago). Additional information was received indicated the ptm was at the (B)(6) facility now but (B)(6) said the manufacturer needed to contact them to fix the shipping address and it could be delivered on the date of this report. The patient was receiving intrathecal unknown baclofen and dilaudid (concentrations and doses unknown) via the implanted pump. No further complications were reported/anticipated or expected.